Event description:
The customer contact reported the device pendant was not working. The device was not working. The device was returned to the biomedical dept with note that stated, "pendant is not working". No further info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. This report represents all the info known by the reporter upon query by hospira personnel.